Event description:
It was reported an angio-seal device was used post procedure. The pt developed signs of vascular insufficiency and was transferred to another hosp for surgical intervention. Surgery confirmed thrombus formed on the angio-seal anchor leading to vessel occlusion. The pt was reportedly recovering.